Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: dxtend screw lock d4.5x36mm. Product code:130790036. Lot number: 5584652. 1) quantity manufactured: (B)(4). 2) date of manufacture: 29-aug-2023. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: 31-jul-2028. 5) IFU reference: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: dxtend screw lock d4.5x36mm. Product code:130790036. Lot number: 5584652. 1) quantity manufactured: (B)(4). 2) date of manufacture: 29-aug-2023. 3) any anomalies or deviations identified in DHR: n/a. 4) expiry date: 31-jul-2028. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities were identified. H10 additional narrative: added: d4 expiration date, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An attempt was made to screw in a screw. It was reported that the grub screw came loose when the screw was screwed in and could then no longer be screwed into the main screw. The screw had to be discarded and a new one was opened. No patient harm. Surgery was delayed 2 minutes and completed successfully.